Event description:
Biopince echogenic co-axial introducer needle failed to produce a core. The device was fired, but failed to take a sample. Clinical staff had to use a different biopsy device and reinsert a biopsy needle to take another sample. Manufacturer response for biopince biopsy device, biopince (per site reporter) it is a user-error issue.